Manufacturer narrative:
(B)(6) registry. UDI number: (B)(4). Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system was returned to edwards lifesciences for evaluation. The delivery system and crimped sapien 3 valve were returned inserted through the sheath. Visual inspection of the delivery system revealed the crimp balloon was torn and the inflation balloon wings were bent back. Buckling was present on the flex shaft near the flex tip and gouges were present on the flex tip face from interaction with the sapien 3 valve. The distal end of the inflation balloon was also bunched. Dimension analysis of the double wall thickness was performed on the crimp balloon along the balloon separation. All measurements met specification. No functional testing could be performed due to the condition of the returned device. During the balloon manufacturing process, the balloon dimensions are 100% inspected, including the balloon diameter and wall thickness. The balloon component is also 100% visually inspected for defects including witness lines and contamination, crow¿s feet, scratches gel-spots and fish eyes. The delivery system undergoes 100% inspection during the pleat and fold process. The entire device is also 100% visually inspected for visual defects. The delivery system undergoes leak testing. Following the leak test, the balloon cover and inflation balloon are inspected for any damage. A balloon burst pressure test is also performed on sample devices during the product verification testing. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported event. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and as documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The complaints of the torn balloon and device withdrawal difficulty were confirmed based on the visual inspection of the returned device. However, no potential manufacturing non-conformances were identified. In this case, a definite root cause for the torn balloon cannot be confirmed. Available information suggests that procedural factors (manipulation of the devices), in addition to patient factors (valvular calcification) likely contributed to the torn balloon and withdrawal difficulty. Patient factors (¿tight areas¿ in the access vessel, peripheral vascular disease) likely contributed to the precautionary placement of a covered stent in the left femoral artery. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During a transfemoral tavr procedure, during the alignment of a 26mm commander delivery system in a 26mm sapien 3 valve, it was reported that the delivery system may not have been completely out of the esheath. There was some tension noted and then a ¿pop¿ occurred. The fine alignment of the valve worked fine, but the distal black alignment marker appeared ¿fuzzy¿, like something ¿broke.¿ the delivery system and valve were advanced around the arch, and the native annulus was crossed. When the pusher was pulled back, the valve came with it. The valve was observed to easily slide off of the delivery system balloon. The physician then performed an aspiration and blood was noted. The decision was made to remove the delivery system and valve and prepare a new system. Some withdrawal difficulties were noted during the withdrawal of the delivery system and valve. Following the removal of the device, angiography was performed due to concerns of ¿tight areas¿ in the access vessel and ¿a little¿ extravasation. A vascular surgeon then performed an endovascular procedure and a covered stent was placed in the left femoral artery as a precautionary measure. A new delivery system and valve were prepared. The new sapien 3 valve was then advanced and deployed without issue. Open repair of the access site was performed and the procedure was completed. The patient was transferred in stable condition. Information concerning the native annular diameter and degree of valvular calcification was not provided. Information concerning the access vessel minimum luminal diameter and degree of vessel calcification and tortuosity was not provided.